Manufacturer narrative:
This report is submitted on 27 april 2020.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020 due to poor performance with device use. The patient was not re-implanted with a new device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on (B)(6) 2020.